Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. No blank display noted with a test battery cap. Device had corroded battery tube, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank. During troubleshooting, customer tried different packs of batteries and the display remained blank. Customer mentioned there was corrosion inside the battery compartment and battery cap. The blood glucose at the time of the incident was 312 mg/dl.the device was returned for analysis.